Event description:
It was reported that the patient heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code showing longer than expected charge time occurred. Boston scientific technical services (ts) was contacted and upon review found that the charge time was up to 29 seconds. Data was sent to engineering for further review. Engineering determined that the cause of the long charge time could not be determined from the data, however it could increase beyond 45 seconds if the device is not replaced within 90 days. Replacement within the time frame given was recommended to the clinic. Subsequently the patient was hospitalized for continous monitoring until replacement procedure could be scheduled. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly reviewed. The field reported long charge error occurred on 25-oct-2021 with a charge time of 29 seconds. A longevity calculation confirmed that the device exceeded expected longevity. The battery case was opened, and the internal components were tested with no anomalies found. Analysis confirmed that the device operated normally and the long charge error noted in the field was due to normal battery depletion.

Event description:
It was reported that the patient heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code showing longer than expected charge time occurred. Boston scientific technical services (ts) was contacted and upon review found that the charge time was up to 29 seconds. Data was sent to engineering for further review. Engineering determined that the cause of the long charge time could not be determined from the data, however it could increase beyond 45 seconds if the device is not replaced within 90 days. Replacement within the time frame given was recommended to the clinic. Subsequently the patient was hospitalized for continuous monitoring until replacement procedure could be scheduled. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.